Manufacturer narrative:
(B)(4). The returned catheter was tested and passed electrical test, temperature bath test, and generator test. The electrical leakage and resistance passed specification. The thermocouple sensor performed to specification when immersed in fluid with controlled temperature. The catheter interfaced with the stockert generator obtaining acceptable results. Patency test was performed and failed since the catheter was not irrigating from four tip dome holes; the other two were irrigating fine. Steam pops are generally associated with excessive rf energy application. Excessive rf energy delivery can be caused by a rapid power ramping or extended rf application to a single area or by failing to properly limit power delivery for the target tissue. The cause of the reported event does not appear to be manufacturing related as the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint cannot be confirmed.

Manufacturer narrative:
A 3500a supplemental will be submitted once the evaluation is completed. Bwi concomitant products: carto 3 system, u.s. Catalog number: m480001, serial number: (B)(4). Coolflow irrigation pump, u.s. Catalog number: cfp002, serial number: (B)(4). Stockert 70 rf generator, u.s. Catalog number: s7001, serial number: (B)(4). Lasso 2515 variable circular mapping catheter, u.s. Catalog number: d7l202515rt, lot number: 15289133l. (B)(4).

Event description:
It was reported that while performing ablation on right atrial flutter line during a-fib procedure, a steam pop occurred. No temperature or impedance spikes were noted. Fluoroscopy confirmed pericardial effusion. There was no drop in blood pressure seen. Pericardiocentesis was performed resulting in approximately 600cc of fluid being removed from the pericardial space. Patient was moved to ICU for one day. Patient prognosis is satisfactory and has fully recovered. Causality of adverse event is procedure related.